Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was not reviewed as the batch number was not available. Based on the information received, the cause of the reported st segment elevation was procedure related.

Event description:
Related manufacturing reference: 3005334138-2019-00386. During a pulmonary vein isolation ablation procedure st segment elevation occurred. While ablating the left sided veins with the tacticath se catheter an alarm went off on the cool point irrigation pump. The heparin saline bag was empty and needed to be replaced to continue the procedure. The tubing set was not disconnected from the catheter in the patient and the stop cock was inadvertently left in the on position to the patient and air entered the left atria during priming. Global segment elevation occurred along with hypotension and asystole. Approximately two minutes later the patient returned to normal rhythm and the st elevation returned to baseline. The procedure was not continued. There were no performance issues with any abbott device.